Event description:
While attempting to flush through the tube, a leak was noted between the handle and the hemostasis valve and the tube detached from the handle. The device was discarded at the hospital.